Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The cpu and the software upgrade were installed. The hard drive and interconnect cable were replaced during the svc call. The system was tested and found to be working as intended and put back in svc.

Event description:
It was reported that the 9800 system had a communications error and locked up during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.